Manufacturer narrative:
This report is submitted on september 10, 2018. (B)(4).

Event description:
It was reported that the patient experienced an infection at the implant site. Subsequently, the abutment was replaced with a longer abutment.

Manufacturer narrative:
It is now reported that the patient underwent skin revision (date not reported) under general anesthetic. Correction: no infection was present as previously reported. Abutment change was due to skin overgrowth. This report is filed on september 24, 2018.